Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The previous report remains the same. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high flow insufflation unit exhibited a black screen when starting up. The issue occurred during reprocessing. There was no delay and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation also determined there was no flow rate display during gas supply. Based on the results of the investigation, it is likely that the screen blacks out due to a failure of the printed circuit board, and the flow rate is not displayed correctly due to a defective manifold unit. Olympus will continue to monitor field performance for this device.